Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026and barbed suture was used. At 21:25, when suturing the skin, the end loop of the suture broke due to light pulling, making it impossible to use the self-contained simple knotting method, and the conventional knotting was used instead, which delayed the operation process slightly, and the operation was successfully completed and the skin incision was well aligned. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Did this issue contribute to any patient adverse event? Can you identify the lot number of the product involved? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device batch 10b326, sxpp2b414-14 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.